Event description:
During an incident in 12/02 involving a pt who had been down for 15 minutes unconscious, unresponsive and in cardiac arrest, this defibrillator, using a standard patient cable with defib pads, analyzed the patient once as non-shockable and one minute later while analyzing prompted "service mandatory 9, transistor voltage." An als crew arrived at that time, used their defibrillator, found the patient was flat line, and transported her to a hospital where she was pronounced. The "service mandatory" prompt was repeated numerous times after the event.